Event description:
It was reported that one of the four "claws" on the ar-18700-25 holding sleeve used to pull the screws broke off. See source data and image attached. The issue occurred during a metacarpal fracture procedure, but did not affect the surgery at all. All that broke was the screw holding sleeve which just made it a little less easy to grab screws. The rep reported this device does not go into or near the patient. The piece that broke got thrown away by the tech. No unplanned incisions and the case was completed as normal.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. It was reported that the prong broke. Visual evaluation of photos provided by the customer identified that the prong had fractured off the device. However, without the return of the holding sleeve, further investigation cannot be performed. The most likely cause for the reported failure can be attributed to user error due to user-applied mechanical forces via prying/leveraging. The reported event is confirmed based on the investigation of the returned picture.